Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that x-rays were taken and everything looked good. They met with a manufacturer representative (rep), who created a group c and all the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient was feeling stimulation in the ribs and side starting 2-3 days prior to the report. The patient normally felt stimulation in the leg. The patient tried adjusting amplitude but stimulation remained in the ribs. The patient was living in (B)(6) and didn¿t have a pain doctor. They stated that they would call patient services to find a rep or physician in their area for reprogramming. Additional information received from the consumer indicated that they were getting stimulation that shoots up to the abdomen and stimulation was intermittent or erratic. The stimulation should be in the right leg and left knee. The patient was on group b. The patient switched to group a and stimulation seemed to be working fine. There were no trauma or falls that could be related. It was noted that the patient called a clinic and they didn¿t want to work with the patient because they didn¿t implant the system. Since the programming changes were made, it took the stimulation out of the abdomen but now the patient was feeling stimulation more in the left leg than the right.